Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "they are experiencing breast implant illness, contractures, and just not feeling well." Patient stated they "feel sick". Patient was informed that their implants are not apart of the recall. The events of "they are experiencing breast implant illness," "just not feeling well," and "feel sick," have been deemed not device related. This record is for the left side. The device remains implanted.